Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was not in clinical use when the issue occurred. The philips remote service engineer (rse) inspected the system remotely and found that the system showed pipe failure when it was turned on. Review of the log file verified the errors in the adu (anode drive unit). The rse performed the system troubleshooting and identified that the fuse tripped on the rail voltage output to adu. The cause of the issue was identified to be the contact of the cable connectors. To resolve the issue, the rse turned off the entire power panel and f1 key on the gpdu, reconnected adu cables, measured the power panels and reconnected all the adu cable connectors. After the repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system produced an error of ¿low load fluoro flavor selected¿. There was no reported patient or user harm. The device was in clinical use at the time of the reported event. Philips has started an investigation of this complaint.